Manufacturer narrative:
One scd 700 compression system was returned for investigation. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd 700 was manufactured in 2012. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The customer has reported no other complaints for the same condition in the last twelve months. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer did not report a specific issue. The unit was sent to a covidien service center. Upon triage, a service technician found the power cord was damaged showing bare copper wires in the 115-h wire and is an electrical safety hazard.